Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a signal too low alarm and unexpected restart alarm on the insulin pump. Customer also reported the insulin pump delivered 10 to 15 units of insulin that was not programmed. The customer also reported the insulin pump had a smell of insulin. The customer's blood glucose was 105 mg/dl. The customer reported the alarms occurred during normal use. Customer declined to troubleshoot any further. The customer agreed to return the insulin pump for analysis.